Event description:
It was reported that the user was unable to attach the connector to the pump, and troubleshooting determined that the pump case had been installed improperly, preventing the connector from locking into place; repositioning the case enabled the connector to lock the cartridge correctly. Customer care provided support that included guided troubleshooting and user education. Investigation of this case revealed that improper assembly of the external case interfered with the connector engagement, and correct reassembly resolved the issue. Symptoms included no reported blood glucose impact. Outcomes included no alerts, no alarms, and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user handling error related to device assembly.